Manufacturer narrative:
A supplemental MDR is being submitted for completion of the investigation. The following sections of this report have been updated: b4, g3, g6, h2, h3, h6, h11. The product was returned; therefore, a product evaluation was completed. Due to the nature of the complaint, no functional or dimensional testing was performed. The returned device was visually examined for any abnormalities, and the following was observed: crimped valve: three (3) struts bent slightly outward at the inflow side. Post-expanded valve: bent struts were corrected post-expansion. Leaflets wrinkled and dehydrated due to storage condition (prolonged crimping) during the return handling process. The IFU, s3/s3u/s3ur thv with commander delivery system was reviewed. Instructions include, 'push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification. Following proper valve crimping technique and ensure valve is delivered as straight as possible'. No evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation.' The complaint for frame damage was confirmed based on returned device provided for evaluation. A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. As reported, 'during implant of a 29 mm sapien 3 ultra resilia valve in the aortic position, the initial valve and sheath had to be removed due to a puncture by the valve frame into the strain relief of the sheath. During the insertion of the valve, while still in the loader, the valve compromised the distal portion of the strain relief. The valve appeared to be attempting to "exit' the sheath as it was being introduced into the sheath. Examination after removal revealed a small puncture in the sheath strain relief' and 'the perceived root cause of the event is that there may have been scar tissue in the area that deformed the sheath in the strain relief area.' Per training manual, 'push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification', 'if push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system', 'if push force is too high or valve is still stuck, remove valve and sheath together as single unit and replace.' In this case, the patient reportedly may have had scar tissue near the sheath insertion area site. It is possible the scar tissue at the insertion site may have resulted in a constrained access site, leading to an altered geometry of the sheath and/or compressing the sheath. A constrained access site and resulting confined sheath could lead to increased resistance requiring a higher push force applied to insert the delivery system through the sheath. Such interactions can result in valve frame damage, specifically at the inflow side during insertion. As such, available information suggests that patient factors (constrained access) and/or procedural factors (high push force) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
As reported by the field clinical specialist (fcs), during implant of a 29 mm sapien 3 ultra resilia valve in the aortic position, the initial valve and sheath had to be removed due to a puncture by the valve frame into the strain relief of the sheath. During the insertion of the valve, while still in the loader, the valve compromised the distal portion of the strain relief. The valve appeared to be attempting to "exit' the sheath as it was being introduced into the sheath. Examination after removal revealed a small puncture in the sheath strain relief. No harm or injury was experienced by the patient, as the valve never fully "exited" the sheath. A new sheath, delivery system, and valve were prepped after the previous unit was removed as a single unit. The case proceeded without incident and the patient returned to their room. The puncture of the strain relief was at skin level and the esheath was not inserted at a steep angle. The only difference in the esheath insertion was the second sheath was "hubbed" at the skin level. An additional complaint was opened for the pre-decontamination findings of a bent strut on the valve.

Manufacturer narrative:
This is two of two manufacturers being submitted for this case. The investigation is ongoing.